Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  having some trouble with their device. Caller further clarified they are not able to connect with pt's ins to increase stimulation or change programs due to getting poor communication on 3037 programmer. Caller reported getting poor communication with and without use of the antenna. Caller stated pt is not feeling stimulation. Caller provided event date as "at least 6 months ago". Reviewed ins longevity and eos information. Agent asked for name of pt's managing hcp and caller stated they are leaving for (B)(6) soon and will follow up with an hcp in (B)(6).  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported they had contacted the doctor who managed their device about the previously reported issue, and had an appointment on (B)(6) 2021. They also had an upcoming appointment scheduled for (B)(6) 2022. The cause of the poor communication screen was unknown. When asked what most likely caused or contributed to the poor communication screen, they responded, "appointment with urologist [(B)(6) 2021] to assess condition," and that they were advised that the implant had passed its period of operation. When asked what steps were or would be taken to resolve the issue, they replied both "unknown," and "replace implant." The issue was not yet resolved. Additional information was also received from a patient representative. They reported the reason for the call was that after implant, the implanted system helped an awful lot with the problems the patient had, but just recently, it stopped functioning, and when they tried to use the programmer to connect, it would not connect. The caller stated the patient's local doctor said they needed to get a manufacturer technician/representative in there, but that was a week or ten days ago, and there was nothing scheduled yet. The caller wanted to help get the appointment scheduled. An email to the reps in the area was offered and sent. They wanted to meet with a manufacturer representative in person to check the ins status. Their system stopped helping their symptoms in (B)(6). They were redirected to follow up with their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They stated the poor communication, return of symptoms, and implant 'passing its period of operation'/stopped functioning was caused by normal battery depletion. They also stated a surgery date had not yet been established. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  having some trouble with their device. Caller further clarified they are not able to connect with pt's ins to increase stimulation or change programs due to getting poor communication on 3037 programmer. Caller reported getting poor communication with and without use of the antenna. Caller stated pt is not feeling stimulation. Caller provided event date as "at least 6 months ago". Reviewed ins longevity and eos information. Agent asked for name of pt's managing hcp and caller stated they are leaving for (B)(6) soon and will follow up with an hcp in (B)(6).  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported they had contacted the doctor who managed their device about the previously reported issue, and had an appointment on (B)(6) 2021. They also had an upcoming appointment scheduled for (B)(6) 2022. The cause of the poor communication screen was unknown. When asked what most likely caused or contributed to the poor communication screen, they responded, "appointment with urologist [(B)(6) 2021] to assess condition," and that they were advised that the implant had passed its period of operation. When asked what steps were or would be taken to resolve the issue, they replied both "unknown," and "replace implant." The issue was not yet resolved. Additional information was also received from a patient representative. They reported the reason for the call was that after implant, the implanted system helped an awful lot with the problems the patient had, but just recently, it stopped functioning, and when they tried to use the programmer to connect, it would not connect. The caller stated the patient's local doctor said they needed to get a manufacturer technician/representative in there, but that was a week or ten days ago, and there was nothing scheduled yet. The caller wanted to help get the appointment scheduled. An email to the reps in the area was offered and sent. They wanted to meet with a manufacturer representative in person to check the ins status. Their system stopped helping their symptoms in (B)(6). They were redirected to follow up with their healthcare provider to further address the issue.